Event description:
A malfunction alarm referred to as malfunction code 9 was reported, and prior notable events were not identified. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to call back if the issue appeared again. The customer acknowledged and understood the instructions given.